Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while on a patient the 980 ventilator monitor did not display tidal volumes. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected unit and was not able to duplicate the problem. The (se) performed calibrations and extended self-testing on the device and all tests passed.